Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient has been experiencing a pinching/burning sensation at the ipg site while stimulation is on. Reprogramming might be attempted to address the issue.